Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump had two unexplained 0.0 unit boluses that were reportedly not programmed by the user. The reporter denied that the patient received any extra insulin. The pump was also found to be unlocked when it was supposed to be locked. The reporter denied that the patient pressed any buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that on (B)(6) 2013 at 1:09 pm there was 0.0 units out of a 0.5 unit bolus delivered due to a bolus delivery canceled by user button press warning. During testing, the pump was exercised for 24 hours with no unprogrammed boluses. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and recorded accurately in the pump¿s history. No damage was found to the keypad and all the keypad buttons responded appropriately. The pump was locked and a bolus was attempted; the bolus could not be performed when the pump was locked. The keypad cover was removed and no damage, contamination, or misaligned key contacts were found.